Event description:
Complainant alleged that during functional testing, the device prompted an "install batteries" message with new batteries installed. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.